Event description:
The customer reported that the patient was using a new o2 prob and the readings were all over the place. Monitor had a good pleth and 3 stars. Pt o2 sat would jump from 100% down to 80%. From what I was told the patient dropped their sats intermittently without cause. No alarm was displayed at the host monitor. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. D4. No lot number was able to be obtained from the customer. Therefore, no expiration date, date of manufacture, or full UDI can be derived. Health effect impact code: no adverse event; no patient impact h3 other text : product not returned